Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 21-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height drawers 5.1 and 5.2 were not detected on the bus. A field service engineer replaced all controller boards and completed functional testing. The customer tested the drawer and verified it was operating correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer failed. Rebooted the device, it temporarily restored the operation, but the drawers continued to fail again with the same message, ¿device not detected on bus.¿ the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.